Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but when tested through a pacing system analyzer, it exhibited high pacing threshold measurements. During an attempt to reposition the lead, the helix would not extend. The physician ultimately decided to replace the ra lead prior to pocket closure and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite attempts, this right atrial (ra) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.